Event description:
Pt had breast augmentation in 1977 and subsequent closed capsulotomies in 1977 and subsequent closed capsulotomies in 1987. Complained of increasing hardness and pain in both breasts but more on the right. She had an open capsulotomy left and right and removal of intact implants; revision of scars; and insertion of saline implants.